Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient has experienced insulin flow blocked alarm event on (B)(6) 2026 early in the morning. The patient experienced high blood glucose for more than four hours and got treated with manual bolus. No further information available.